Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient developed with unspecified infection. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. The medical records allege that powerport clearvue isp implantable port (catalog no. 1668362, lot no. Recr0987) was implanted through the left internal jugular vein for long term total parenteral nutrition. Using imaging guidance, the catheter was advanced through a collateral venous pathway with its tip positioned at the superior cavoatrial junction. Sometime after implantation, the port was removed due to concern for possible infection. Following removal, the catheter tip was sent for culture, which showed heavy serratia marcescens bacterial growth. Therefore, it can be confirmed that the patient had experienced bacterial infection. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2018, a port was implanted via the left internal jugular vein in a patient for long term parenteral nutrition. Approximately nine months and seven days later, on (B)(6) 2019, the port was removed and, the catheter tip culture on the same day confirmed serratia marcescens infection. However, the current status of the patient remains unknown.